Event description:
Tampon split open inside of me- vagina [foreign body in reproductive tract]. Tampon split open, cotton wool coming out [device breakage]. Used 3 tampons at once [wrong technique in device usage process]. Consumer reported via phone that tampon split open and cotton wool was coming out of tampon. No serious injury was reported.

Manufacturer narrative:
21-apr-2021: no failure could be identified as a result of the investigation.

Manufacturer narrative:
Correction: product lot # is 1053208000v3 hu.

Event description:
Tampon split open inside of me- vagina [foreign body in reproductive tract] tampon split open, cotton wool coming out [device breakage] used 3 tampons at once [wrong technique in device usage process] case description: consumer reported via phone that tampon split open and cotton wool was coming out of tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon split open inside of me- vagina [foreign body in reproductive tract]. Tampon split open, cotton wool coming out [device breakage]. Used 3 tampons at once [wrong technique in device usage process]. Case description: consumer reported via phone that tampon split open and cotton wool was coming out of tampon. No serious injury was reported.